Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient complained of pain over the pocket and right lower back; the clinical diagnosis was pain at the implant site. Interventions taken included a pocket revision/repositioning on (B)(6) 2018. It was noted that the event was unlikely related to the device or therapy and possibly related to the implant procedure. The outcome of the event was resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).